Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife stated that her husband has been hospitalized three time due to insulin pump problems. Caller stated that the insulin pump is not working properly. The customer was hospitalized due to high blood glucose in november. The blood glucose reading at the time of the event was 1081 mg/dl. Customer was nauseated and pain in shoulders. Diagnosed hyperglycemia. Customer was admitted into ICU for four days. The customer experienced low blood glucose hospitalization in april. The blood glucose reading at the time of the event was 19 mg/dl. Customer could not walk or talk; unresponsive. Caller also stated that customer experienced another low blood glucose event in may. Customer was doing yard work; became unresponsive. Customer was taken to the hospital. Nothing further reported.